Manufacturer narrative:
Complaint evaluation: the customer called philips to purchase a battery. Customer resolution and conclusion: the customer confirmed the receipt of the goods by phone and indicated that the device is in good condition. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the customer wanted to buy a battery.

Event description:
It was reported to philips that the customer had a battery issue. There was no patient involvement.